Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It is reported by patient's attorney as a result of a legal claim that the patient was implanted with a tornier total shoulder implant on his right side on (B)(6) 2012. It is further alleged had he had to undergo a revision on (B)(6) 2019 due to the humeral head fracturing and metallosis.